Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge and the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device. Additional information was received that the patient was doing well postoperatively. All explanted device components were kept by the facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7070098/5172134.

Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge and the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device.